Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) with premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: device available for evaluation?. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Tool marks were noted on the device can/shield. A foreign material was noted on the device can. If information is provided in the future, a supplemental report will be issued.